Manufacturer narrative:
One pressure wire aeris was returned to the manufacturer for analysis. The results of the investigation were inconclusive. Functional testing and electrical testing could not be performed due to the guidewire fracture at the coated proximal tube (shaft). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported signal drift was unable to be conclusively determined.

Event description:
This event is being reported based on the analysis of the returned device.